Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, psychological disorder, local infection / subacute chronic osteitis, infection, fistula, abscess, bleeding.